Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. (B)(4).

Event description:
During follow-up, the vibratory alert was not felt by the patient after several attempts. The physician believed this to be a patient related issue. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The patient vibratory alert was found to function normally. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.